Event description:
Customer reports to have high blood glucose which continued to elevate to around 300 mg/dl. Initially, customer believed that high blood glucose was due to empty reservoir and needing to change reservoir. Customer called back due to same issue occurring even after reservoir change. Customer believes to have a delivery anomaly due to programming 1 unit and not seeing it drip out. Customer declined troubleshooting and will call back. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.